Manufacturer narrative:
Conclusions: device failure is confirmed, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that he could not interrogate patient's device with his programming system. Company rep went to the site to troubleshoot the issues and narrowed it down to the handheld serial data cable problem. New handheld was shipped to the site and the old handheld was returned to manufacturer for product analysis. Analysis was completed on the handheld and the reported allegation was verified. The cause of the problem was associated with a damaged serial cable. Three broken wires were found in the cable. Once the wires were resoldered onto the connector plug, the serial cable was able to establish communication between handheld and wand. The cause of this problem is most likely related to mishandling of serial cable. No further anomalies on the device performance were noted. Analysis was completed on the flashcard and no anomalies associated with flashcard software or databases were identified.